Event description:
Inbound. Patient reports no disposable alarm on both pumps while using cadd 100 ml cassette witi-l flow stop lot number 4230866, expiration date 12/27/2026. No further details provided.